Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. The customer informed technical assistance support of the event and no further action is required at this time pending customer follow-up. The device will not be returned to olympus for evaluation.

Event description:
The customer reported intermittent blank image on main monitor during colonoscopy diagnostic procedure before patient sedation, involving an olympus xenon light source. The intended procedure was completed with an olympus back-up device. There were no reports of patient harm.